Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head brushes have just dropped off - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush heads dropped off the oral-b toothbrush. No injury was reported. 23-nov-2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50black brush set 4ct. No injury was reported. 04-dec-2024 case update: the suspect product lot was 1035b21100. No injury was reported.